Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a tear in the cac adapter's cable, exposing the wiring within. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to mishandling of the cac adapter's cable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a cac adapter with a damaged cable. The patient denies using any excessive force to the adapter. The device was replaced with no noted consequences or impact to the patient.